Event description:
It was reported a motor stall was noted in the logs on (B)(6) 2012. The stall occurred at 08:15 and recovered at 08:26. It was unknown if the patient had an MRI on that day. The cause of the stall was unknown. The last refill occurred on (B)(6) 2012. The event logs confirmed as normal for that date. The patient called the clinic and reported an audible pump alarm. Telemetry confirmed a non-critical alarm occurred. The alarm was due to elective replacement indicator (eri). Eri occurred on (B)(6) 2012. The patient experienced withdrawal symptoms, high anxiety and over the past week the patient's pain was getting worse. The patient was on "high" oral pain medication. The device was replaced. It was noted there was no injury. It was indicated it was prophylactic removal of pump to avoid in-vivo battery depletion. The patient was receiving effective therapy and "her new pump is working well". The pump was delivering clonidine and dilaudid.

Event description:
Additional information received reported further event detail. The pump was replaced on (B)(6) 2012, following an alarm and pump failure as previously reported. The patient reported that the alarm was heard ¿every two hours, for about ten days¿ until the new pump was put in. The reporter indicated it was not known why the pump failed¿ after only 3 years. The patient was told a month prior to the failure that the battery had another three years left, and when checked again, the logs indicated the pump was going to die in about a month or two. It was then replaced due to the early pump failure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found a motor feed-thru anomaly. As received the pump suffered a reset-low battery. Battery resistance testing was performed and the battery tested good with a resistance of 26 ohms which is below the 317 ohms spec. Pump logs indicated that the monthly averaged battery readings showed a pretty steady decline, especially in the last month or so of implant. This kind of steady decline in battery voltage is an indication of a possible short occurring and draining the battery. Resistance readings of the motor feed-thru's were taken during destructive analysis and indicated an anomaly. Upon further destructive analysis it was discovered that the m1 feed-thru was shorted, this caused the motor stall, and pre-mature eri.

Event description:
Additional information: per the healthcare provider the pump was replaced in december and not in september as reported prior.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter: model# unk, serial# unk, implanted: (B)(6) 2009, explanted: unk. (B)(4).